Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va289s6, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was that there was a possible lead fracture. The caller was not absolutely sure, but said he saw gap on the lead. Troubleshooting was not required.